Event description:
Same case as MFR #: 2134265-2010-00239. It was reported that post coronary stenting procedure in-stent restenosis occurred. An unspecified nir stent was implanted approximately 8 years ago. The 99% stenotic lesion was located in the calcified and moderately tortuous distal right coronary artery. The physician advanced the 3.00x32mm taxus liberte stent to the lesion but was unable to cross. When the device was removed, it was observed that the stent had flared. There were no patient complications. The procedure was completed with another 3.00x32mm taxus liberte stent. Patient status is reported as "good".

Manufacturer narrative:
Implant date: 8 years ago. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).